Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 5mg/ml at a dose of "0.5mg/ml". It was reported that the patient was scheduled for a "simple pain pump replacement", as the pump had reached its elective replacement indicator (eri). However, when they got to the pump in the pocket, the catheter was ripped at the pump connector and the hcp was not able to aspirate any cerebrospinal fluid (csf) through the catheter. The doctor decided to explant the catheter and replace it with a new one, as well as a new pump. At the time of this report, the issue was resolved and the patient status was "alive-no injury". Per the patient and the physician, there were no signs or symptoms related to the issue. Per the patient, there were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There were no additional interventions/actions taken to resolve the issue. It was noted that the patient had medical history of chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jul-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.